Event description:
Male requiring scheduled vascular procedure of right lower extremity. A scanlan vascular tunneling device was used to prepare the lower extremity for revascularization. A green cap on one end, used at the distal end, because dislodged while inserting through tissue and is highly suspected to be retained within the subcutaneous tissue. The radiopaque cap was not located using fluoroscopy or ultrasonography. No predicted change in the length of stay or change in treatment plan at this time. (B)(4).

Manufacturer narrative:
Scanlan international, inc has made numerous attempts to gain further info regarding this reported event. Contact point is a risk manager with no direct knowledge of the event. Unable to contact practitioners who reported event. Device disposition unk.